Manufacturer narrative:
Concomitant medical products: product ID 429888 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The right atrial (ra) lead was noted to have dislodged and exhibited no sensing and capture. The lv lead was explanted and replaced. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.